Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary service and repair evaluation: the customer reported that on an unknown date the handpiece wasn¿t working properly. The repair technician reported that rust on housing & motor, motor running with insufficient/low power, circuit board button failure, foreign substance in protector/shield & discolored/fading cable, electrical. The cause of the issue is user error. The following parts were repaired: motor , circuit board, protector/shield & cable, electrical . The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part # 05.000.008 synthes lot # 007903 supplier lot # 007903 release to warehouse date: 02 jul 2020 expiration date; na supplier: triangle manufacturing. No ncr's generated during production,.

Event description:
It was reported that on an unknown date the handpiece wasn¿t working properly. The surgical delay and fragment generation was unknown. No adverse effects to the patient.